Event description:
The pt underwent a laparoscopic sigmoidectomy due to diverticular disease. The anastomosis was performed with the colonring device. According to the report, on pod 5, a full dehiscence was seen. Re-operation (a hartmann procedure) was immediately performed.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for eval and no further info regarding the device or the pt is available. Anastomotic leakage is the most common complication of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods. Additional applicable 510 (k) is: k062008.